Event description:
It was reported that there were two episodes of signal artifact monitor (sam) due to electromagnetic interference (emi) for this cardiac resynchronization therapy defibrillators (crt-d) device. The patient had an ablation shortly after the device was implanted. There were concerns if the respiratory rate (rr) trend sensor was disabled. This device remains in service. Additional information received indicated that the patient will have the respiratory sensor turned back on at the next visit to the clinic. No adverse patient effects were reported.